Event description:
The notification received for the study indicated that the pt experienced a non-q wave myocardial infarction one day after receiving a precise stent.

Manufacturer narrative:
This report is for an unknown precise stent. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.